Event description:
Healthcare professional reported right-side exchange with no complaint against the device and later reported capsular contracture baker grade iii. The device has been explanted, replaced and destroyed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and rupture. The device has been explanted, replaced and destroyed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Reason for reoperation: rupture and capsular contracture, baker grade iii.